Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, but the customer did not have the necessary charging supplies to complete the reset at that time. The customer planned to call back to perform the reset once the supplies were available. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.